Manufacturer narrative:
Investigation: the component has been examined visually and microscopically with a keyence vhx-5000 digital microscope. The residues of bone cement with spongiosa fragments are only on one side of the condyles. The implant surface has in some areas a mist of rainbow colors. Abnormal wear patterns or defects in the coating surface were not detected. Batch history review: the device quality and manufacturing history records have been checked for this lot number and is according to our specification valid at the time of production. Conclusion and root cause: concerning the rainbow colored coating: there is no root cause and no conclusion because this is a known effect. Concerning implant loosening: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: due to the low bone cement traces on the bone-sided implant surface we assume a processing defect when preparing and applicating bone cement. Further investigation is not possible because we did not get any x-rays. There are no further complaints of implant loosening by unbonding bone cement in our system for as femur ps parts. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that during a knee arthroplasty surgical procedure the surgeon noticed a discoloration on the surface of the knee implant during explantation. No surgery delays or harm to the patient was reported.